Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking. The infusor was filled with fluorouracil hs 4800mg, total volume 96ml. The reporter was unable to determine where the leak was coming from. The event occurred before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was manufactured february 12, 2016 ¿ february 13, 2016. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed that the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.